Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information noted that the device was explant and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified a fault. The fault resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing.

Manufacturer narrative:
(B)(4). This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
Boston scientific received information that one day post implant procedure the device was interrogated and found in safety mode, the device could not be interrogated further. Boston scientific technical services (ts) discussed replacing the device as the device cannot be programmed out of safety mode. The field representative noted that there was no MRI performed and no electrocautery was used on the device during the implant. A replacement will be scheduled. No adverse patient effects were reported.